Manufacturer narrative:
The device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure which included a decanav electrophysiology catheter. The patient suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. The patient complained of chest discomfort post case but was transported to recovery without any imaging performed in the lab. Shortly after arrival in the recovery room, the patient still complained of chest discomfort and a v-scan was ordered. A pericardial effusion (pe) was noted. The patient was brought back to lab and a pericardiocentesis was performed leaving a drain in place for forty-eight (48) hours. The patient was in the hospital for two (2) nights for pericardial drain monitoring and subsequent removal. No ablation had been performed during the procedure as the arrhythmia was non-inducible. The assumption of the physician was that there was a perforation of the coronary sinus due to possibly aggressive manipulation of the decanav catheter by the fellow physician. No imaging was performed to confirm this assumption. Outcome of the adverse event was fully recovered. Transseptal puncture was not performed. Prior to noting the pe or CT, ablation was not performed. No evidence of steam pop. The event occurred during the electrophysiology (ep) study and the complication was noted post case in recovery room.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided without an explanation. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).